Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). Batch record review: lot 9b04135y was manufactured on 02/26/2019, bodolay pratt c manufacturing line. With a total of (B)(4)market units. Complaint investigator ID 6055 performed a batch record review on 16/feb/2021, description duoderm xthin drs 10x10cm (1x10pk) nai, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material 1704768 and manufacturing order 1453576. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: there are 7 photographs associated with this case. No unused return sample was expected. Conclusion summary of the related event: based on the preliminary investigation performed, no issues related to the customer experience were found in the batch record review. The sterilization certificate indicates that the results of the quality tests were satisfactory, and the product received the indicated doses within the precision and accuracy of the dosimetry system employed. In addition, the product was used within its shelf life. Moreover, no significant changes have been made in the process or in the product components that could cause the adverse effects reported by the customer. It is possible that patients have reacted allergic / sensitive to one of the product components (e.g. Pentalyn h). However, the insert information for use (IFU) for duoderm extra thin product specifies that the product ¿should not be used on individuals who are sensitive to or who have had an allergic reaction to the dressing or its components. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional information has been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports that she developed red itchy rash while using the duoderm dressing for a traumatic injury to her left shin after a fall. The injury occurred three weeks ago and she placed the duoderm dressing on the open wound as advised by her physician. Within two to three days of placing the dressing she began experiencing itching under the adhesive. She peeled the dressing away and noted some redness. She suspected the redness was because she pulled the duoderm off too harshly. She reapplied another duoderm, however the redness worsened over the past couple weeks. She reports she saw her physician on (B)(6) 2019 and was diagnosed with a puncture wound with cellulitis. She was advised to discontinue the duoderm and prescribed a course of cephalexin 500 mg x 14 tablet, triamcinolone acetonide 0.1% cream applied sparingly to the affected area twice a day and mupirocin ointment applied sparingly to the affected area twice a day. Photos depicting the reported complaint issue were provided by the complainant.